Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient initials and weight are unavailable. E1: surgeon first name was unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that t12l was deviated. There was no known impact on the patient outcome. Additional information received from a manufacturer representative reported the deviation was less than 2mm. The suspected or most likely cause was the case being planned and executed on an unstable surface. There was no patient harm and the procedure was delayed by about 15 minutes.